Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they called paramedics twice in a one month because they had low blood. Customer blood glucose value 15 mg/dl and that was after using the glucagon. Customer stated that the auto mode was still giving them insulin. The device will not returned for analysis.